Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there were loss of prime warnings. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-oct-2018 with the following findings: a review of the black box verified a call service 162 ¿loss of prime¿ event with a low non-zero force. Investigation testing was unable to duplicate the alleged call service 162 ¿loss of prime¿ event during basal duration testing. Force sensor calibration testing confirmed the force sensor was within specifications.